Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent was implanted during a biliary stent placement procedure performed on (B)(6) 2014. The procedure was being performed due to a pancreatic cancer lesion that was compressing the bile duct. The patient did have a tortuous anatomy. According to the complainant, the patient presented with cholangitis on (B)(6) 2014. During an endoscopy procedure on (B)(6) 2014, the physician noted that the wallflex¿ biliary rx stent had become occluded due to tissue ingrowth. Another wallflex¿ biliary rx stent was placed inside of the existing occluded stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The cholangitis resolved and they do not plan to remove any of the stents.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.